Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. A cystoscopy was performed and revealed that although the cuff was closed, the urethra remained open. It was considered that the cuff size might no longer be appropriate. During surgery, it was confirmed that the pressure-regulating balloon was leaking saline solution. The device components were removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually and microscopically examined, leak and functionally tested. The balloon passed the leakage test; therefore, the reported balloon fluid loss was not confirmed. However, the balloon did not pass the functional test due to pressure reading above specification. In addition, microscope examination revealed that the tubing had worn to the filament and the balloon was identified to have folds. The cuff was visually examined, and leak tested. The cuff had a hole and subsequent fluid leakage from wear and fatigue. The cuff did not pass the visual and leakage tests. The pump was visually examined, leak and functionally tested. No anomalies were found with the pump. Based on analysis results, the identified fluid leak in the cuff could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. A cystoscopy was performed and revealed that although the cuff was closed, the urethra remained open. It was considered that the cuff size might no longer be appropriate. During surgery, it was confirmed that the pressure-regulating balloon was leaking saline solution. The device components were removed and replaced. There were no further patient complications reported.